Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07146, 2134265-2015-07105 and 2134265-2015-07104. It was reported that automatic pullback failure occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with two opticross tm imaging catheters and a pullback sled. During procedure, the opticross tm imaging catheter stopped performing automatic pullback. Reconnection did not resolve the issue. The physician then changed the imaging catheter with another opticross tm imaging catheter however, the same issue occurred. The procedure was completed using a non bsc imaging catheter. No patient complications were reported and the patient's status is good.